Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during introduction, inside the patient, the shaft broke. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during introduction, inside the patient, the shaft broke. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.